Event description:
New information received on (B)(6) 2018, indicates that the lead was explanted and replaced on (B)(6) 2018. The patient did not experience any adverse consequences during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with loss of capture on the right ventricular lead. It was also noted that r-wave sensing had dropped. No resolution was reported and the patient did not experience any adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.